Event description:
Meridian jug/sub ivc filter placed in pt post blunt traumatic event on (B)(6) 2012. Product# (B)(4), lot# gfvk0297. During the procedure to remove the ivc filter on (B)(6) 2012, the secondary support leg detached from the filter and is now a retained foreign body in the inferior vena cava. Several attempts were made to retrieve the leg without success so the next plan is to place a self-expanding stent to sandwich this foreign body between the stent wall and the intima of the ivc to prevent it from migrating through the vasculature.